Event description:
The user reported that while passing the guide wire through the subclavian artery the device kinked. The user noticed that the kink caused the core wire to become exposed approximately 4 cm from the distal tip of the wire. No harm or injury was reported.

Manufacturer narrative:
Device evaluation - one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection, the complaint was confirmed. The guide wire was kinked 4.5 cm below the distal tip, however, the core wire was not exposed. Both distal and proximal welds of the returned device were found intact. Some evidence of slight surface abrasion was noted at the distal end. The returned device met dimensional specifications. The root cause of the reported failure is attributed to excessive force applied to the device within the clinical setting. A follow-up report will be submitted if any new information becomes available.